Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 0 and a fault ID of 0x2884, which was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump as it was still under warranty, while the customer reverted to multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days, which the customer understood and acknowledged.